Manufacturer narrative:
(B)(4).

Event description:
The consumer via the representative reported the patient could not feel stimulation on (B)(6) 2016, which was a day after start of trial. The patient had changed programs but never increased stimulation. Patient was instructed to increase to 0.9. A day later, the patient went to the emergency room at 4:00am because the patient could not void at all. The patient was catheterized and sent home. The patient was to have their catheter removed (B)(6) 2016. It was noted the interstim had been turned off for the time being. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's trial was implanted on 2016-(B)(6) and was explanted on 2016-(B)(6). The cause of the patient's retention had not been determined. It was not clear to the hcp whether this was related to the device testing or not. Catheterization was standard care for the patient. No device malfunction was identified. No specific intervention were taken to resolve the patient's inability to feel stimulation and inability to void. The patient was doing fine.